Manufacturer narrative:
The investigation has been completed. The console (ic4026) was sent back for further investigation. The console was tested with a known-good pump and purge. There were no issues maintaining purge pressure through the entirety of the testing. The purge assembly was visually inspected for any damage to the stepper motor and purge pressure sensor/ retainer, and a hairline crack was found on the purge pressure retainer. This damage to the purge pressure retainer did not impact the ability to transduce pressure onto the purge pressure sensor and was determined not to be related to the failure mode as investigated. The purge fluid not detected window was not reproduced under normal testing conditions but likely the result of an open line. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced not detecting a purge cassette during preparation of the device for a case. A new console was used without any issues. No patient was involved.